Event description:
Two battery error /pump failure. Number (B)(4) - I was programming pump with battery error occurred. Number (B)(4) - was a spontaneous battery error. There was no handling of the pump when the error occurred. Both pumps were removed from room, and charge nurse notified.